Event description:
It was reported a volume discrepancy occurred. The actual residual volume was greater than expected residual volume. It was noted at the previous refill, the health care provider (hcp) had expected 4.7ml and aspirated 6.5ml form the pump. The patient reportedly ¿seemed tighter¿ but it was noted it was hard to assess patient symptoms because, the patient ¿could not speak much¿. A dye study and radiolabeled indium study had been performed both with no problems found. It was noted, the hcp ¿strongly believed there was something wrong with the system¿. The device system was used to deliver compounded baclofen. It was later reported an alarm was heard. The alarm was confirmed to be due to low reservoir volume reached. It was noted, the hcp was unable to advance to the summary screen after programming in the new reservoir volume post refill. The hcp was assisted with programming the low reservoir volume and then the hcp was able to advance screens. It was later reported multiple volume discrepancies had occurred when refilling the pump. It was noted one was where the expected volume had been 1.9ml and the actual was ¿around¿ 3ml and another was ¿around¿ 2 to 2.2ml and actual was 4 to 5ml. It was later reported that the pump had never really ¿done the job for the patient¿ it was not as effective as hoped. It was reported the pump always had twenty percent extra of drug at refill. If the hcp was expected 1ml, they would actually get 3 to 4ml. It was reported it had been years that it had not been effective for the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).